Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection revealed that the distal portion of the drill was broken, confirming this complaint. Closer visual inspection revealed a break at the laser weld which connects the drill tip to the shaft, which caused the entire drill tip including the portion contained within the shaft to become completely disengaged. A k-wire was returned within the device. The distal end of the k-wire was bent and stuck within the drill tip. The bent wire indicates that the drilling was likely off axis, which could cause the weld which connects the drill tip to the shaft to fail. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4). See associated medwatch: 1221934-2017-10195.

Event description:
The sales rep reported via phone that the customer's latarjet glenoid drill broke in the patient where it gets thin at the proximal end of the tip during a latarjet procedure. All debris was removed from the patient and another drill bit was used to complete the case. There were no patient consequences but a 7-10 minute delay was reported. The sales rep could not provide a lot number. It was initially reported that the device was not available for evaluation; however, the device was returned for evaluation. Upon receipt of the device, a k-wire was noted to be stuck inside the glenoid drill.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. It is a possibility that excess force/ off angle force was applied causing the drill to break. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported via phone that the customer's latarjet glenoid drill broke in the patient where it gets thin at the proximal end of the tip during a latarjet procedure. All debris was removed from the patient and another drill bit was used to complete the case. There were no patient consequences but a 7-10 minute delay was reported. The sales rep could not provide a lot number and the device was discarded by the customer.